Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button was unresponsive. Customers stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No stuck button alarm, damage or moisture damage on keypad noted during visual inspection. (B)(4).